Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had insulation which exhibited oversensing, noise and high and undefined impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.